Event description:
Falsely elevated troponin I results were obtained on two patient samples. The elevated results were reported to the physician who questioned the results. The samples were re-run on an alternate dimension system and normal troponin I results were obtained and reported. One patient was admitted to the hospital. It is unknown if patient treatment was otherwise altered or prescribed. There was no report of adverse health consequences as a result of the falsely elevated troponin I results.

Manufacturer narrative:
Analysis of the instrument and instrument data indicate that the cause for the falsely elevated troponin I results is contamination of the hm wash pump cassettes. The siemens healthcare diagnostics field service engineer (fse) performed appropriate maintenance procedures. The instrument is performing within specifications. No further evaluation of the device is required